Event description:
Guidewire/pin broke during attempted removal from interference screw at 30mm mark.

Event description:
Guidewire/pin broke during attempted removal from interference screw at 30mm mark.